Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Neurology reported that their (B)(4) handheld computer was cracked and not functioning properly. The site did not know how the screen cracked as they did not remember dropping it or any event that would have caused it to crack. It was reported that their handheld works intermittently and it freezes randomly while performing different operations. The product is at the manufacturer pending completion of product analysis.